Event description:
Customer reported being hospitalized due to high blood glucose. Technician began troubleshooting during the phone call but the customer did not have a tubing clamp for the high pressure test. Instructed customer to monitor bgs closely and call back for further troubleshooting when the tubing clamp is rec'd.